Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure devices had migrated and perforated her uterus") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems: unspecified"), hormone level abnormal ("hormonal changes: unspecified"), bladder disorder ("bladder problems or changes: unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified"). The patient was treated with surgery (surgical removal of coil(s), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, mental disorder, hormone level abnormal, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, mental disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 209 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60.771 kgs. Most recent follow-up information incorporated above includes: on 18-jun-2018: the reporter information was added. This case concerns adult patient. Her demographic was updated. Essure insertion and removal date was updated. Essure indication was updated. Following events: abnormal bleeding (general), abnormal bleeding (menorrhagia/ vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems: unspecified), hormonal changes: unspecified), bladder problems or changes: unspecified), urinary problems or changes: unspecified), nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal or digestive system condition: unspecified and she did not undergo essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure devices had migrated and perforated her uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 18 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), affective disorder ("hormonal changes: unspecified/ moods"), bladder disorder ("bladder problems or changes: unspecified/ bladder problems or changes"), urinary tract disorder ("urinary problems or changes: unspecified/ urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coil(s), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, mental disorder, affective disorder, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrointestinal disorder, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, affective disorder, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 209 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60.771 kgs. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received. Reporter's information was updated. Preferred term of event hormonal changes was updated from hormone level abnormal to mood disorder nos. Events added: pelvic pain, abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure devices had migrated and perforated her uterus') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depoprovera from 1998 to 2003. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), 18 days after insertion of essure. On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), affective disorder ("hormonal changes: unspecified/ moods"), bladder disorder ("bladder problems or changes: unspecified/ bladder problems or changes"), urinary tract disorder ("urinary problems or changes: unspecified/ urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coil(s), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, mental disorder, affective disorder, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrointestinal disorder, pelvic pain, abdominal pain and mood swings outcome was unknown. The reporter considered abdominal pain, affective disorder, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, mood swings, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 209 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : historical drug added. Event : mood swings added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure devices had migrated and perforated her uterus') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depoprovera from 1998 to 2003. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), 18 days after insertion of essure. On (B)(6) 2009, the patient experienced dyspepsia ("digestive disorder"). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), affective disorder ("hormonal changes: unspecified/ moods"), bladder disorder ("bladder problems or changes: unspecified/ bladder problems or changes"), urinary tract disorder ("urinary problems or changes: unspecified/ urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems: unspecified"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coil(s), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, mental disorder, affective disorder, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrointestinal disorder, pelvic pain, abdominal pain, mood swings and dyspepsia outcome was unknown. The reporter considered abdominal pain, affective disorder, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, mood swings, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 209 lbs. Date(s) of removal: (B)(6) 2010(previously reported) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure devices had migrated and perforated her uterus') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depoprovera from 1998 to 2003. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), 18 days after insertion of essure. On (B)(6) 2009, the patient experienced dyspepsia ("digestive disorder"). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), affective disorder ("hormonal changes: unspecified/ moods"), bladder disorder ("bladder problems or changes: unspecified/ bladder problems or changes"), urinary tract disorder ("urinary problems or changes: unspecified/ urinary problems or changes"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems: unspecified"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unspecified"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coil(s), total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, mental disorder, affective disorder, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrointestinal disorder, pelvic pain, abdominal pain, mood swings and dyspepsia outcome was unknown. The reporter considered abdominal pain, affective disorder, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, mental disorder, mood swings, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 209 lbs. Date(s) of removal: (B)(6) 2010(previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received. Event: digestive disorder added. Event genital hemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure devices had migrated and perforated her uterus") in a female patient who had essure inserted for birth control. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure devices). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.